Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. New charging supplies were sent to the customer and the customer planned to revert to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.